Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported, by the pt, that post a coronary drug eluting stenting treatment procedure, "bone pain and pain in her legs" occurred immediately following her stent implants. Doppler studies performed by the physician were negative. In 2007, the pt was prescribed inh and rifampin and was admitted to the hospital, 1 week later for severe illness and nausea. The pt also reports her lab values have been abnormal including ; "elevated liver enzymes, elevated bun and creatinine, increased white blood cell count and low red blood cell count. "Additional information regarding this event has been requested, but was declined.